Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly once a day. Customer's blood glucose was 5.5 mmol/l. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.